Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the packing slip does not include component revision label. There was no patient involvement.

Manufacturer narrative:
G1 address, city, zip code, state: corrected. One device was received for investigation. The reported issue was confirmed in review of the device labeling documentation, which verified the reported component revision discrepancy. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device labeling was revised and verified as correct.